Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead would not capture the patient's myocardium one day post implant. The lead was noted to have dislodged. The patient was seen for a revision procedure where the lead was successfully repositioned. There were no adverse patient effects. The lead remains in service.